Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information was provided.

Event description:
It was reported that tubing broke at the spike resulting in a leak.